Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported the patient underwent a revision procedure due to pain and subluxation. During the procedure the surgeon noted significant osteophytic hypertrophy, pseudotumor, subluxation which was most likely the cause of the clunking, and black-stained soft tissue. Additionally, the acetabular component was noted to be loose with minimal osseointegration. The shell and head were replaced. No additional information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records dated for the revision identify that the patient had suffered pain and subluxation of the left hip, and the discovery of osteophytic hypertrophy, along with a pseudotumor. A definitive root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: 11-103206, taperloc femoral stem, 054470; 11-173662 ,m2a mod hd std nk, 056810. Customer has indicated that the product will not be returned to zimmer biomet for investigation, hospital would not release the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11339.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to loosening and metallosis approximately 12 years post operatively. Attempts have been made and no further information has been provided. No additional patient consequences were reported.